Event description:
It was reported the patient received the following results within 15 minutes: 145 mg/dl (patient meter) and "hi" mg/dl (professional meter). The patient's mother says was giving the patient insulin doses according to the meter's low results. The patient had the flu and began to breathe loudly and vomit and his acetone level was 4 mmol/l. The patient was taken to the hospital and lost consciousness for 24 hours. The patient remained hospitalized for 3 days, with one of those days being in the ICU. The patient was treated with insulin via IV.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.